Event description:
It was reported that there was serious fluid leakage at the distal anastamosis. It never gets incorporated and becomes infected. The gram stain was negative. There was a hygroma.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval, as it was discarded by the user facility. It is unk if procedural or pt factors contributed to this event. A 2-yr complaint history review for distaflo small cuff bypass grafts was performed. This has been the only reported occurence of serious leakage for the distaflo small cuff bypass graft product line. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk. The distaflo bypass graft instructions for use (IFU) states: adverse reactions - potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis; embolic events; occlusion or stenosis; ultrafiltration; seroma formation.